Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system failed to start up. During troubleshooting, fse found that x-ray pc power supply problem. The fse replaced x-ray pc and reinstalled the x-ray pc software, restored system backup and epx batch verification. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray-pc. The device was returned to expected functionality.